Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was 315 mg/dl. Customer requested assistance from tandem technical support adjusting the pump carbohydrate setting prescribed by healthcare provider. Tandem technical support educated the customer on updating the carbohydrate setting. Customer addressed elevated blood glucose by delivering a correction bolus via the pump.